Manufacturer narrative:
One sample was returned for evaluation. A lot history review could not be conducted as no lot number were identified. Visual inspection of the device revealed no damage or anomalies. Functional testing was performed, during which a leak was observed from the side of the cassette tubing near the outgoing tubing bond. Further inspection revealed a cut on the side of the tubing. The complainant¿s allegation was confirmed; however, the probable cause was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that nrfit administration set leaked liquid. The event occurred during use. There was no reported patient harm/adverse event.